Event description:
It was reported that the device was not pacing, could not be interrogated and no magnetic response was observed. Premature battery depletion was suspected. No intervention was performed or is anticipated to be performed as the patient is not pacemaker dependent. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was not pacing and could not be interrogated. Premature battery depletion was suspected. The patient was stable and there were no adverse consequences.